Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that during a right total hip arthroplasty, the patient¿s anatomical acetabulum was deemed too shallow to appropriately accept the cup component. The medial wall was initially measured using a drill bit and then it was reamed even slightly further medially and during this the medial wall then subsequently developed a small breach that required repair with autograft bone from the reaming. The components were ultimately placed with good fit and stability achieved and no further complications were experienced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04) ¿ drill. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues, leg length discrepancy, malformed head, and shallow acetabulum noted preop. We reamed medially after finding the depth of the medial wall using a drill bit. After the initial reaming I felt that we needed to ream a little bit more medial in order to get the cup to sit in a good position. As we were reaming medially there was a small breach of the medial wall which was later bone grafted using autograft from the reaming. Appropriate leg length and rom were achieved. No other complications were reported. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.